Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed it passed. A charge of the unit was attempted and it failed to charge and turn on. Functional testing was attempted but could not be performed because the receiver would not boot up; therefore; the data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the reported event of an overheating receiver was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, the reported event of an overheating receiver could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.  The receiver was exposed to moisture. Labeling indicates that the dexcom cgm receiver is not water resistant. Do not get the receiver wet at any time.